Event description:
This report summarizes five malfunctions. A review of the events indicated that model rf400f vena cava filter experienced device malposition of device and filter perforation. These malfunctions were reported from various sources. All five malfunctions involved patients with no reported injury. Of the five patients, two were female, three were male, four patients ages were reported ranged from 27 to 65 years, and two patients weight were reported ranged from 170 to 180 lbs. No other information was provided for all patients.

Manufacturer narrative:
H10: for one malfunction, product catalog number was updated to rf400j. The lot numbers for all five malfunctions were provided, lot history reviews were performed. The devices has not been returned for evaluation; however, medical records were provided for all malfunctions and images were provided for four malfunctions. For one malfunction, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). For two malfunctions, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt. For the remaining two malfunctions, the company is still investigating the issue at this time. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4(corporate lot no: gfth3226, gftf3738).

Manufacturer narrative:
H10: for one malfunction, product catalog number was updated to rf400j. The lot numbers for all five malfunctions were provided, lot history reviews were performed. The devices has not been returned for evaluation; however, medical records were provided for all malfunctions and images were provided for four malfunctions. For two malfunctions, the investigations are confirmed for filter tilt and perforation of the inferior vena cava. For remaining three malfunctions, the investigations are confirmed for perforation of the inferior vena cava and unconfirmed for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4: (corporate lot no: gfth3226, gftf3738). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the events indicated that model rf400f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These malfunctions were reported from various sources. This malfunction involved all five patients with no consequences. Of the five patients, two were female, three were male, four patients ages were reported ranged from 27 to 65 years, and two patients weight were reported ranged from 170 to 180 lbs. All other details of the patients were not provided.

Manufacturer narrative:
The lot numbers for all five (5) events are unknown, therefore the manufacturing reviews could not be conducted. The devices has not been returned for evaluation; therefore, the investigation is inconclusive for malposition of device (tilt) and filter perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes five (5) malfunction events. A review of the events indicated that model unknown g2x filter experienced device malposition (tilt) and filter perforation. These events were reported from various sources. All five (5) events involved patients with no reported injury. The patients¿ age, weight, and sex were not provided for any of the five (5) events.